Event description:
Allegedly product made to doctor approved specifications, and same dimension as implant previously implanted; however, doctor said he could not implant because it was 'way too big'. Patient was closed back up and a smaller custom implant was made.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete.